Event description:
It was reported that a user experienced elevated glucose recorded at 569 mg/dl after breakfast while using the ilet system, despite entering a usual meal announcement; and glucose later trended down during the interaction to 33 mg/dl. Customer care provided support that included glucose monitoring follow up with the user conducted remotely. Investigation of this case revealed no device malfunction was identified and the glucose decline suggested appropriate insulin delivery over time, though the specific cause of the hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.